Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. A pericardial effusion was observed. Pacing threshold values increased. The patient was taken back to surgery and a pericardial window was done. The ra lead was repositioned and the patient was well. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. A pericardial effusion was observed. Pacing threshold values increased. The patient was taken back to surgery and a pericardial window was done. The ra lead was repositioned and the patient was well. No additional adverse patient effects were reported.